Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6 device code changed to code 2981 & 4016. As communicated by the account manager, the product was shipped to maquet cardiac surgery for investigation, and a tracking number was provided. Based on the tracking information, the device was delivered to the wayne manufacturing location. However, the device was not received by the maquet wayne laboratory. The shipping and handling department at maquet was contacted, but the device could not be located. Therefore, no evaluation could be performed. The reported failure modes ¿material twisted/ bent wire" and "intermittent power" )¿ could not be confirmed. The lot # 3000516580 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the procedure of the saphenous vein, the cautery was intermittently working. It was noticed that the heater wire was detached from the jaw. The device was removed and procedure completed with a new device. The device was inspected prior to use. There was no patient harm. There was a minimal delay to open a new kit.